Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refy1242 showed eight other similar product complaint(s) from this lot number.

Event description:
It was reported by healthcare professional ¿we've had a 4 french sl that leaked where the lumen meets the needleless connector. We've tried switching out needleless connectors (multiple different connectors) and have ruled out that those are not the problem. The only way the leak does not occur is with use of a catheter extension set on the end, and not a needleless connector. On (B)(6) 2013, the PICC nurse was called to the bedside by a staff rn to evaluate a leaking 4 french single lumen bard power PICC. The PICC nurse observed leaking of tpn fluid at the area where the PICC meets the needleless connector. Multiple new needleless connectors were tried with the same result each time. The PICC nurse attached a catheter extension set. No further leaking was noted that day. When the PICC team arrived to place the new line, the tpn tubing was noted to be attached directly to the PICC, with no needleless connector or extension set in between. The tpn was leaking where the tubing meets the PICC. Patient harm was not visible, if any, however the PICC was replaced on (B)(6) 2017 due to leaking and need for long term tpn.¿

Event description:
It was reported by healthcare professional ¿we've had a 4 french sl that leaked where the lumen meets the needleless connector. We've tried switching out needleless connectors (multiple different connectors) and have ruled out that those are not the problem. The only way the leak does not occur is with use of a catheter extension set on the end, and not a needleless connector. On (B)(6), the PICC nurse was called to the bedside by a staff rn to evaluate a leaking 4 french single lumen bard power PICC. The PICC nurse observed leaking of tpn fluid at the area where the PICC meets the needleless connector. Multiple new needleless connectors were tried with the same result each time. The PICC nurse attached a catheter extension set. No further leaking was noted that day. When the PICC team arrived to place the new line, the tpn tubing was noted to be attached directly to the PICC, with no needleless connector or extension set in between. The tpn was leaking where the tubing meets the PICC. Patient harm was not visible, if any, however the PICC was replaced on (B)(6) due to leaking and need for long term tpn.¿

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause was manufacturing-related. The product returned for evaluation was one 4fr s/l powerpicc catheter. Usage residues were observed throughout the sample. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent; however, during pressurization, leakage was observed at the junction between the luer adapter and the syringe. Inspection of the luer adapter using an iso taper gauge revealed that the gauge could not be fully inserted into the luer orifice. Microscopic inspection of the luer adapter revealed a protrusion in the luer material within the orifice. The mold defect appeared to prevent firm attachment of the injection cap, as well as full insertion of the taper gauge. A longitudinally aligned scoring mark was observed within the orifice adjacent to the mold defect. The molding defect observed within the luer orifice prevented firm attachment with the needleless injection cap and resulted in leakage at the interface between the catheter and the syringe. Photographs of the sample have been forwarded to the manufacturing site for further evaluation. H3 other text : evaluation findings are in section h.11.